Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been received to date.

Event description:
It was reported that the cassette was not recognized. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: additional information received on 12july2022 via email and attached to complaint object: all issues with this device were found during testing and repair at our facility. No patient involvement was indicated to me, or our technician, at the time the pump was received at our facility for repair and recertification.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal and the battery door. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Defective dso (downstream occlusion) sensor was replaced. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d4: correction: model number: 2120 h4: correction: device manufacturing date: 17-nov-2021